Event description:
Int'l affiliate reported a seperation at the patient connector / titanium adapter interface during patient use. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 12, 2007. Baxter¿s product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.